Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up and the right ventricular lead exhibited high impedance. The patient would be monitored.